Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive was wet with insulin.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d1: brand name has been corrected to accu-chek ® rapidlink infusion set. By mistake the accu-chek flexlink was reported on the initial report. The accu-chek rapid-d link the complaint material that was the contributing cause of the reported event.